Event description:
Neuropathy (provisional) [neuropathy peripheral]. Profound and permanent neurological injuries [neurological complication from device]. Other profound and permanent injuries, physical injuries [injury]. Diagnosed with excess zinc [hyperzincaemia]. Copper depletion [copper deficiency]. Case description: an attorney reported that their client, an adult female age (B)(6), used (and ingested) fixodent denture adhesive, version unk cream to improve denture retention and comfort and suffered profound and permanent neurological injuries, severe and permanent physical injuries and other profound and permanent injuries, was diagnosed with neuropathy (provisional) in (B)(6) 2009 and in the past yr was diagnosed with excess zinc and resulting copper depletion. She has received and will continue to receive unspecified medical care and treatment. Because of the events, the client had disabilities and was unable to perform her normal, customary and daily activities. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation. (Us) otc device.